Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient had a lot of tricuspid regurgitation and the tined lead did not seem stable. The physician decided to use an active fixation lead instead for stability reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).